Event description:
It was reported that an intermate had a separated distal luer. According to the report, the tubing became detached from the plastic at the bottom of the luer. The issue was discovered by the patient, before use. There was patient involvement, however, there was no adverse event reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.